Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15/2.5 mm balloon ruptured at 4 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic in-stent restenotic lesion of an unspecified stent previously placed in the mid left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with a maguna balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.